Event description:
It was reported that the physician suspected a battery anomaly. A faster than normal battery depletion was suspected. The battery longevity on (B)(6) 2023 was 2.3 yrs. The longevity had consistently decreased monthly and on (B)(6) 2024 a longevity of 6 months was observed. The pacemaker was explanted and replaced. During the procedure, a header anomaly was observed whereby an is-1 lead could not be removed from the header. The header was destroyed in order to release the leads. The patient was stable.

Event description:
It was reported that the physician suspected a battery anomaly. A faster than normal battery depletion was suspected. The battery longevity on (B)(6) 2023 was 2.3 yrs. The longevity had consistently decreased monthly and on (B)(6) 2024 a longevity of 6 months was observed. The pacemaker was explanted and replaced. During the procedure, a header anomaly was observed whereby an is-1 lead could not be removed from the header. The header was destroyed in order to release the leads, and the leads are still in use. The patient was stable.

Manufacturer narrative:
Correction: patient information and b5 for leads still being in use and d6b ((B)(6) 2024) should not have a value as the lead is in use and was not explanted.

Manufacturer narrative:
Correction: aware date should have been 29 aug 2024, instead of 2 sep 2024.